Event description:
On january 24, 2007, the customer reported to bsc that during an egd procedure (pt gender & age unk), the resolution clip grasped the tissue, but would not release from the catheter. The resolution clip was pulled from the tissue with no add'l trauma occurring at the bleed site. The procedure was completed with another of the same device. The pt did not sustain any complications or ill effects as a result of this issue.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.